Event description:
Philips received a complaint by the customer on the v60 indicating that when the ventilator is used in the emergency room, an ovp circuit fault occurs in the ventilator operation interface. It was reported there was no patient involvement at the time the issue was discovered as it was discovered before therapy. No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department" has handled the service call/incident. No further detail of the repair was provided. The investigation concludes that no further action is required at this time.